Event description:
It was reported that the customer passed away. The cause of death was drowning. The customer was wearing the insulin pump at the time of death. The customer's mother stated that she thinks the customer woke up with low blood glucose and accidently fell into the water and drowned. The customer lived on a boat. The reporter stated that she does not believe the insulin pump caused the customer's death. The insulin pump was not available to be returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event ,as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.